Manufacturer narrative:
We received the sealing paper, catheter and 10 ml syringe made by bd as faulty sample.the attempt to flush the catheter with water was successful. Even after clamping the catheter tip to increase the pressure, no leakage was detected. Microscopic examination of the catheter tube and junction between the catheter tube and extension line revealed no damage.. Therefore, we do not comprehend the reason of complaint. Having checked the batch history records; no deviations were found. The batch complied with its specification and was released.each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. There is one further complaints for batch 8220239, but no further complaint regarding a leaking catheter immediately after placement on product code 4g07126120 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there is no hint of a manufacturing fault.

Event description:
Line was already inserted and it was noted that line was leaking when flushed. I pulled the line out.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Line was already inserted and it was noted that line was leaking when flushed. I pulled the line out.